Manufacturer narrative:
Patient date of birth and weight are not available for reporting. This report is for one (1) unknown stem of radial head prosthesis. Part#, lot# and UDI # is not available. Device has not been explanted. No planned revision procedure. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown stem of radial head prosthesis. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stem of radial head prosthesis was loose. The original implant date was (B)(6) 2016. The patient subsequently presented with pain and had x-rays taken. At the time of this report, the patient will continue to be monitored. There are no future plans for revision. Concomitant device: unknown radial head (part# unknown, lot# unknown, quantity: 1). This report is for one (1) unknown stem of radial head prosthesis. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.